Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out during the manual priming process. The customer's blood glucose was unknown. The drive support cap did not appear to be damaged. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked case.